Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). Upon revision, it was found that the tube had split, which was where the fluid leaked out of the system. The split in the tube was identified visually, and the cause was determined to be wear and tear from years of use. A surgical procedure was performed during which the existing ipp was removed and replaced, while the original reservoir was left in the patient. No patient complications were reported.